Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that a microclave¿ clear neutral connector had two incidents of leaking. The reporter stated that they had two incidents of leaking inside the housing of a microclave. Low temperature of the liquid that was infusing contributed to the leaking in the housing as it might have been too viscous to flow freely. The event date and the status of the product at the time of event was unknown. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
The complaint of leaks on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history review could not be performed due to the lot number for this complaint was unknown. Additional information d9.